Manufacturer narrative:
Date of event is estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient failed to charge the ipg as recommended. The ipg was deemed inoperable and patient lost therapy. The ipg couldn't be set into MRI mode. Surgical intervention may take place to address the issue.